Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that pump displayed malfunction alarm Malf 12, which could be reset but recurred after reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted Technical Support, received guidance to reset pump and then to use multiple daily injections as backup therapy, and was provided replacement pump under warranty; customer was instructed to place malfunctioning pump in storage mode, re-enter pump settings and reconnect CGM on replacement pump, and return problematic pump to Tandem using prepaid label within 10 days, which customer understood and acknowledged.